Event description:
It was reported that original implant date unknown. I came to (B)(6) monday and discovered an open box on my cart with case information. After speaking to dr. (B)(6) , he explanted an srom stem and changed a pinnacle poly. This patients hip was revised due to a broken srom stem. The pinnacle cup was left in situ, the srom stem, sleeve, hip ball, and pinnacle liner were explanted. A zimmer arcos stem was implanted in place. This is all the information at this time. Doi- unknown. Dor- (B)(6) 2022. Affected side- unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.